Event description:
It was reported that the patient developed an allergic reaction after implantation of a xience stent on an unspecified date. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Hypersensitivity/allergic reaction is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Follow up information received confirmed that in an expert medical opinion, it was concluded that the etiology of the allergic reaction and kidney failure was anti-thrombotic medication, not the xience v stent. There is no indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, expert medical opinion concluded that the etiology of the allergic reaction was anti-thrombotic medication, not the xience v stent.